Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-aug-2015, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4) ubd: 21-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having the ins replaced due to normal eri. At pre-op, impedances were checked and contacts 0, 3, and 4 were out of range. Programming was using contacts 3 and 4. The hcp was made aware and they said the lead would need to be replaced at a later date if necessary. The leads were placed in a new generator and connections showed red for 0, 3, and 4 as expected due to impedances being >40,000. The out of range contacts were programmed around and the device was providing programming to the patient's satisfaction. The issue was said to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.